Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was not verified. Service performed three delivery accuracy tests and could not replicate the problem. The event log shows no evidence of the issue. Service performed use testing and no other actions taken at this time. The problem source is unknown.

Event description:
Information was received that the cadd prizm vip pump over infused (21.520, 21.246). No patient involvement.

Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement.